Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported premature battery depletion was confirmed in the laboratory via review of device image. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that device longevity showed a significant difference within a short period. Patient follow-ups were increased. The device was later explanted and replaced due to suspected premature battery depletion. There were no adverse consequences for the patient.